Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker reported an increase in heart rate upon initiation of activity and then the heart rate gradually drops. During in clinic evaluation, a sharp increase in heart rate was observed when the patient was walking and began breathing heavily. The local field representative contacted boston scientific technical services (ts) and inquired about programming options for optimization of the sensors. Ts discussed programming options. Programming changes were made. No adverse patient effects were reported. This product remains implanted and in service.